Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link y-type microbore catheter extension set had damaged packaging. This was identified during local baxter relabeling at a baxter warehouse. There was no patient involvement. No additional information is available.